Event description:
Patient presented to the physician with a hematoma at the ipg incision site one week after implant surgery. The physician took the patient into the or to address the hematoma which is now resolved without further complications.